Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep performed an impedance test which showed that all contact pairs with electrode #4 were >40000. It was unknown what factors may have led to the issue. The rep reprogrammed the ins to avoid electrode #4 and it was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.